Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump prompts the customer to rewind and prime, but it would automatically happen. Alarm history was checked and device alarmed: battery out limit, bad battery, low reservoir, no delivery, button error, and displayable history crc check failed on startup. Button error occurred (B)(6) 2014. Customer's mother was not sure what led to the device rewinding on its own. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised revert to back up plan. No further information reported.